Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. All buttons functioned properly. No button error alarm was noted. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm. Troubleshooting did not find any significant events leading to the alarm. Customer's blood glucose was not noted. Customer is advised to disconnect from the insulin pump and revert to back-up plan. No additional information is provided.